Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer stated that the needle sometimes protrudes past the end cap. Confirmed with the customer that all drums were properly seated. No adverse event reported. A request was made for the return of the device and lancets.